Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the screw during insertion.

Event description:
On 3rd october 2025, it was reported by an arthrex employee via email that for an ar-1317ft-1, nano corkscrew ft, ti, w 3-0 fw, the nurses reported that the anchor broke before implantation. This was detected during use in an ucl repair procedure on (B)(6) 2025. The procedure was completed successfully as another anchor was opened.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.